Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was over 300 mg/dl at the time of the incident. Customer stated that the location of the leak was at where the cap meets reservoir. Customer states there was small air bubble in the reservoir. Customer stated there was a little moisture in the used end of the reservoir and noticing there were some bubbles inside of the reservoir. Customer declined to troubleshooting for leaks in the reservoir and for high blood glucose level. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test per dop114-811 as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not leaks.